Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during lubrication and testing, it was discovered that the battery oscillator device was not working. During the pre-repair diagnostics assessment, it was determined that the coupling tool side was out of specification. It was further determined that the pins of the saw head base were broken. It was further determined that the device failed for check saw blade coupling, functional test, check oscillation frequency and for check performance. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.